Manufacturer narrative:
The device was received for evaluation. During functional testing, reported symptom of "system error 322" was not reproduced and also experienced system error 345 (thermistor disparity). A review of event history log revealed system error 322 (link switch error (low)). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be damaged lower auxiliary flex while trying to perform switch test and downstream thermistor values were out of range. The lower auxiliary and force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) during programming /set up in the biomedical service department. There was no patient involvement. No additional information is available.